Event description:
The patient presented with signs of withdrawal including pain. In 2003, the expected reservoir volume was 3cc and the actual reservoir volume was 17cc. A rotor test was done that day and showed the rotor to be working. Ten days later the expected reservoir volume was 14cc and the actual reservoir volume was 17cc. The patient was then put on oral medication. Another rotor test will be performed in two weeks. A follow up report will be sent when additional information is received.